Manufacturer narrative:
(B)(4).

Event description:
It was reported that the heart lung machine was not switching to battery. The suspect component was found to be the power manager board. No other details regarding the nature of this event were provided. Due diligence ongoing.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the board would not stay on battery power. The cause was open resistors r122 and r186. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Per report from subsidiary, the problem occurred in (B)(6) 2012. Zero minutes was displayed on the central control monitor (ccm) battery icon. There was no time lag between unplugged and shutdown. The battery icon was colored yellow on the ccm. The power light emitting diode (led) on the front panel of the system 1 was green. This was not a back-up unit. No warnings was seen or heard before the system shut down. The battery was running for 45 minutes before the issue occurred. The battery is fully charged at least once a month when it is use, it is plugged into alternating current (a/c) power. No product was returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The event occurred during setup. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.